Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during un-packaging, the 2.0 x 8 mm mini vision stent came off the stent delivery system (sds) balloon when the sheath was removed, and remained in the sheath. No resistance was felt during removal of the sheath. The device was not used in the anatomy, and a new mini vision sds was used without issue. There was no clinically significant delay in the procedure. No additional information was provided.